Event description:
During a proximal humerus fracture procedure, surgeon was using a multiloc proximal humeral nail with insertion handle, aiming arm, drill bit, protection sleeve, and drill sleeve. The drill bit did not line up to the most distal hole in the nail. Surgeon chose to leave that hole empty. Surgeon was able to insert two screws proximal and one screw distally. The procedure was completed. This is 2 of 6 reports for this event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.